Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose of 47 mg/dl was not confirmed in the pump logs on (B)(6) 2018. The cartridge change sequence was completed four times on (B)(6) 2018. Three ¿tubing filled¿ steps of the cartridge change sequence were completed (22.9 units, 19.3 units and 10.2 units). There were no erratic basal rate adjustments or bolus request. Compliant could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, due to experiencing the low bg level, the customer was "thrashing" around, and received cuts and bruises from hitting the customer's furniture. To treat the low bg level, the customer consumed glucose tablets. The customer used arnica to treat the cuts and bruises. Recommendation was made to consult with health care provider regarding diabetes management.